Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No assistance from a third party was required. Customer changed infusion set and cartridge and resumed insulin.

Manufacturer narrative:
Customer reported to tandem's on 4/1/26 that occlusions had been ongoing and intermittent for the last year. B3, b5, d9 and type of investigation code updated.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No assistance from a third party was required. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.